Event description:
The patient underwent an arthrotomy procedure, using #2 pdo quill srs for capsular closure, 2-0 pdo quill srs for subcutaneous closure, 3-0 vicryl (ethicon) for subcuticular closure and staples for superficial closure. Seven (7) days following the procedure, the patient experienced swelling of the knee and was taken to the operating room. The doctor determined that the capsule was not intact and had to be repaired. It is noted that the 3-0 vicryl and staples used for the procedure are not angiotech products.

Manufacturer narrative:
The date of event is estimated. Two quill srs products were reported. However, only one model/catalog number was provided and lot numbers were not made available for either device. Therefore, the manufacture date and extirpation date for the two quill srs products reported with this event are unknown. Method: the device was not returned for evaluation. Furthermore, the product lot numbers are unknown. Results: the device was not returned for evaluation. No product evaluation can be performed. (B) (4). (B) (4): quill srs, #2 pdo, 30x30, model # unknown: quill srs, 2-0 pdo.